Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the pt's esophagus. The capsule was placed without difficulty. After the pt had been in recovery for 10 minutes, the pt coughed and spit the capsule out. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.